Event description:
Instrument got stuck on implant and had to be forcefully removed while assembling.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned sig fem adpt torque wrench confirmed the black plastic protector component is loose and rotated out of position which would contribute to the reported event. CAPA (B)(4) was initiated to further investigate and determine root cause and corrective actions. Co 103025887 has been initiated to change the design of product code 961673 as part of CAPA 000509. The current complaint sample was manufactured prior to the implementation of co 103025887. No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.